Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 24may2021 in the b.5. Field. No further follow up is planned. Evaluation summary: a physician reported on behalf of a female patient that the dose window of the patient's humapen ergo ii device was unclear in 2020, and the figure could not be seen clearly. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient reportedly used the device since 2014 (seven years). The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. In addition, the patient continued to use the device after experiencing the complaint issue. The core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is evidence of improper use. The patient continued to use the device after experiencing the alleged complaint issue and used the device beyond its recommended use period. It is unknown if these misuses are relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse event and product complaint, concerned a 54-years-old (at the time of initial report) female patient of asian (han) origin. Medical history was not provided. Concomitant medications included acarbose and sitagliptin both for the treatment of unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50, 100 u/ml) from a cartridge via a reusable humapen ergo ii (tone blue plastic), three times a day (morning: 24 u, noon: 14, night: 15 u) subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014. The plastic part of the dose window on reusable humapen ergo ii was unclear in 2020, the figure could not be seen clearly. She was using this reusable humapen ergo ii since 2014 (improper use of the device) (product complaint (B)(4), lot unknown). On an unknown date, she had unstable blood glucose, and on (B)(6) 2021 she was hospitalized with unstable blood glucose (values and reference range were not provided). She had not been discharged from hospital at present as of (B)(6) 2021. Information regarding corrective treatment and outcome of the events was not provided. Status of insulin lispro mix 50 was ongoing. The patient was the operator of the reusable humapen ergo ii device and her training status was not provided. The general reusable humapen ergo ii device model duration of use and suspect reusable device duration of use was approximately seven years (improper use of the device). The action ]humapen ergo ii device was not returned to the manufacturer. The initial reporting physician did not know if the event was related to insulin lispro mix 50 drug, and did not provide relatedness assessment between the event and humapen ergo ii device. Edit 23apr2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24may2021: additional information received on 18may2021 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse event and product complaint, concerned a (B)(6)-years-old (at the time of initial report) female patient of asian ((B)(6)) origin. Medical history was not provided. Concomitant medications included acarbose and sitagliptin both for the treatment of unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50, 100 u/ml) from a cartridge via a reusable humapen ergo ii (tone blue plastic), three times a day (morning: 24 u, noon: 14, night: 15 u) subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014. The plastic part of the dose window on reusable humapen ergo ii was unclear in 2020, the figure could not be seen clearly. She was using this reusable humapen ergo ii since 2014 (improper use of the device) (product complaint (B)(4), lot unknown). On an unknown date, she had unstable blood glucose, and on (B)(6) 2021 she was hospitalized with unstable blood glucose (values and reference range were not provided). She had not been discharged from hospital at present as of (B)(6) 2021. Information regarding corrective treatment and outcome of the events was not provided. Status of insulin lispro mix 50 was ongoing. The patient was the operator of the reusable humapen ergo ii device and her training status was not provided. The general reusable humapen ergo ii device model duration of use and suspect reusable device duration of use was approximately seven years (improper use of the device). The action taken with suspect reusable humapen ergo ii device was unknown and its return status was not provided. The initial reporting physician did not know if the event was related to insulin lispro mix 50 drug, and did not provide relatedness assessment between the event and humapen ergo ii device. Edit 23apr2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.